Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there were system errors experienced during system use. Further information was received indicating that the key system displayed "high ky error" messages during patient cases. There is no report of a patient injury or death associated with this event.